Event description:
The customer contacted abbott to report the inability to calibrate the axsym rubella igg assay and obtained error message 1018, (calibration check failure, calibrator a result too high). The customer attempted to recalibrate and obtained the same error. The customer did not perform troubleshooting, however, stated there were no bubbles in the reagent pack or in the sample and verified the calibrators were in the correct order. The abbot customer technical advocate (cta) reviewed additional troubleshooting parameters and recommended the customer change the sample probe, perform probe calibration and recalibrate the rubella assay. When the issue persisted, the cta sent a new lot of reagent and calibrators to the customer. The customer reported a successful calibration upon receipt of the new reagents and calibrators, and returned the suspect reagents for investigation. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.